Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator replacement procedure. During the procedure, it was noted that the right ventricular lead had an insulation breach. The lead was repaired and reused. The patient was stable.